Event description:
Procedure performed: cardiac surgery. Event description: [hospital name] model g3350 lot 1548224 on (B)(6) 2025 [procedure: cardiac surgery]. It was identified that the rubber part of the insert detached from the product during use. The surgeon then checked another insert that had been used for the blockage and found that the same issue had occurred with that insert as well. This indicates that the total quantity of affected products was two units. The procedure was successfully completed by replacing them with new ones. Please note that both detachments were only partial and the rubber parts did not fall into the patient¿s body. Consequently, these issues did not negatively affect the patient. The products in question were disposed of at the hospital. Patient status: no clinical impact. Intervention: these devices were replaced.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.